Event description:
Vns patient was hosptialized two days after stimulation was initiated for what was initially believed to be a stroke. It was reported that the patient was hallucinating and couldn't walk or stand. It was reported that high blood levels of medications were the cause of the patient's stroke-like symptoms. The patient's family member indicated that the patient has been on the same medication for some time and believed the medications became toxic, because the vns therapy may have changed something in brain.